Event description:
As reported, patient underwent a breast augmentation surgery and implanted with galaflex mesh bilaterally on 09-aug-2023. It was reported that post operatively, patient experienced redness of the left infra-mammary fold wound closure and despite provided with antibiotics, the wound broke down and opened exposing the galaflex mesh. It was reported that on (B)(6) 2023 patient underwent surgery with removal of left mesh and now the patient was making a good recovery.

Manufacturer narrative:
As reported, post implant of galaflex patient had wound healing complication and redness thereby underwent mesh removal surgery. Based on the information provided, no conclusions can be made as to what if any extent the mesh caused or contribute to the patients post operative course. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.